Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was verified and attributed to loose screws within the device. The device's defib test port board and screws were replaced to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.